Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a fully broken distal pitch cable at the proximal clevis hub. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterotomy surgical procedure, jaws of mega suturecut needle driver were noted to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were frayed wires showing at the jaws. The jaw was not broken off from the device. There were no issues related to a bent jaw or any issues related to the jaws not closing. There were several wires visibly protruding from the device. The issue was resolved by removing the device from service and replacing the device with a like instrument. Based on fa investigation, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material/damage described above occurred outside of a surgical procedure (e.g., not while in use within the patient). No report of fragments falling from the device while used within a patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Patient demographic was updated.